Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with multilevel spinal stenosis with spondylolisthesis. On (B)(6) 2008, patient underwent a posterior spinal fusion, l3 to l5 using legacy system and rhbmp-2. Patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2008 the patient underwent 1) posterior spinal fusion, l3 to l5 2) posterior spinal instrumentation, l3 to l5, system. 3) right iliac crest bone graft. Preoperative diagnosis: multilevel spinal stenosis with spondylolisthesis. Perop notes: we then exposed from l3 to l5, the patient was extremely deep, sounded and probed the pedicles and placed 6.5 x 45 screws at 3, 4 and 5. Overgrowth and complete gross motion here at 3-4 and 4-5. Two rods were contoured. After this was performed the set screws were then sheared off and then we packed bone graft and compression resistant matrix and rhbmp-2 in the posterolateral gutters on the right and left sides.